Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in the proximal left anterior descending artery. The 3.5x8mm quantum maverick monorail balloon ruptured at twelve atmospheres. It is unknown how many inflations occurred. Then a 3.00x12mm quantum maverick was used to complete the procedure. The patient status is listed as good with no complications reported.

Event description:
Baxter received a complaint from a customer indicating that a patient using a minicap transfer set was hospitalized in 2009 for change of the set due to the transfer set not clicking anymore and the plastic slightly peeling off. The patient's previous tube change was done the month prior, his normal six monthly tube change. The defect was noted during patient use. It is unknown if additional interventions were required. The patient's outcome is unknown. It is unknown if the sample will be returned for evaluation.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The sample was received by MFR for evaluation. Evaluation results indicate: one used sample was received with cap on dark blue connector attached and no cap on the patient connector. The set was visually inspected and chipping/flakiing of the light blue main body was noted. Functionally hand tightened a lab titanium adapter without difficulty. Tested the set underwater at 8 psi (pounds per square inch) with no leaks or issues noted. The complaint could not be confirmed in the lab.

Event description:
Sample was received for evaluation.